Manufacturer narrative:
Follow-up #1 date of submission 05/11/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/03/2016 with the following findings: during testing, the pump powered on normally. The pump was exercised for 24 hours with no ¿ghost boluses¿ delivered or recorded in the pump¿s history. A 10u normal bolus and a 10u audio bolus were manually performed successfully and were accurately recorded in the pump¿s history. No hypersensitive keys were observed on keypad. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump was administering insulin at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.